Event description:
Revised to exchange incompatible head/liner combination used at primary.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Examination of a sample label for this product code finds the 32mm identification is present and clear. Nothing is identified on the label that should cause any confusion as to the size. The root cause is attributed to inadvertent user error. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.